Event description:
As reported by legal brief, on (B)(6) 2014 patient underwent a left total knee replacement surgery and was implanted with an optetrak device. Upon information and belief, patient requires revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Patient experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life. As a direct and proximate results, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate results of the optetrak device, patient have sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. Patient has been advised that his knee replacement has failed for reasons related to the defective device and is scheduled to undergo revision surgery on (B)(6) 2022.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal brief, on (B)(6), 2014, patient underwent a left total knee replacement surgery and was implanted with an optetrak device. Upon information and belief, patient requires revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. The patient experiences daily pain and discomfort in his knee significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other issues presently undiagnosed. The patient is scheduled to undergo revision surgery on (B)(6) 2022. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent planned revision cannot be conclusively determined; insufficient information. These devices are used for treatment not diagnosis.